Event description:
Customer reports lipids (milky fluid) back infused into fentanyl syringe and leaked onto the floor and syringe pump, resulting in patient not receiving intended medication and displaying increased agitation. User found crack in fentanyl syringe. Three month old patient was receiving tpn as primary infusion, with lipids and fentanyl infusing through two different syringe pump modules connected to a tri-flow extension attached to the PICC line. When user checked the infusions, milky fluid noted in fentanyl syringe (becton, dickinson 20 ml syringe), fluid on the floor and a crack in the side of the fentanyl syringe. After replacing fentanyl syringe and tubing, fentanyl infused without incident and patient agitation was relieved. No medical intervention required or ill effects experienced by the patient. After replacing the syringe, it was determined by the customer that the cause of the event was the cracked syringe. The syringe is not manufactured by cardinal health. Investigation: no product received to date.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.